Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The technician in charge replaced the affected part and the issue was solved. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heating element of a heater-cooler system 3t was shorted out. This issue was identified by a livanova field service representative during a repair activity. There was no patient involvement.